Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the attempt to download the black box and history data was unsuccessful. The pump was returned with the battery compartment cracked above and below the bumper pad. The battery cap was not returned. There was corrosion observed in the battery compartment. A leak test verified a leak at the battery compartment crack. A new test battery cap was able to attach to the pump. The pump had no audible or vibratory features. The pump did not display the verification screen. The pump cover was removed and there was no further evidence of internal moisture observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was cracked and there was moisture within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.